Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), abdominal distension ("bloating") and back pain ("lower back pain") and was found to have weight increased ("weight fluctuations / weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2018, on (salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, vaginal infection, fatigue, alopecia, migraine, weight increased, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet received. Events added from pfs- bloating, lower back pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery ((B)(6) 2018, on (salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, vaginal infection, fatigue, alopecia, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: new events added pelvic pain, abdominal pain, vaginal discharge, vaginal infection, fatigue, hair loss, migraine, weight fluctuations, essure confirmation test(s) conducted, specify : no were added. Reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.